Manufacturer narrative:
The service engineer (se) inspected the device and replaced the battery backup (bbu) printed circuit boards (pcb¿s). The se performed calibrations and extended self-testing on the device and all tests passed product analysis: two battery backup (bbu) printed circuit boards (pcb¿s) were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. When one of the bbu pcb was attached to the test ventilator the unit was observed to be power cycling. No issues was observed with the second bbu pcb. An investigation was performed and the product analysis technician reported that the root cause for one of the bbu pcb was isolated to an electronic component. No fault was found on the second bbu pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 740 ventilator had bad power cord. When plugged into ac the unit does not recognize it. The ventilator was not in use on a patient at the time of the reported event.